Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported the physician performed an atec breast biopsy procedure on (B)(6) 2018 and the tip of the needle fell into the patient. The physician removed the piece. There was no injury and no other information was reported. We have been unable to obtain additional information surrounding this event.